Event description:
The customer reported on (B)(6) 2021, a suspected false negative result from a rapid result covid test system for #3 of 3 patients. The date of performing carestart sars-cov-2 antigen tests was unknown and the tests gave a negative result. To better understand the allegation for investigation, the customer was contacted several times, but no response was obtained from the customer: · august 11, 2021: in e-mail communication, the customer was informed to see the instructions for use (IFU) citing some of the excerpts from the text and the comparative data between ppa (positive percent agreement) /npa (negative percent agreement) between the an (anterior nasal) and np (nasopharyngeal) swabs. In the same follow-up e-mail, the customer was asked to share several details of the test and the address to send the replacement kit. · august 23, 2021: sent a follow-up e-mail on the previous e-mail sent on august 11, 2021. · august 27, 2021: sent a follow-up e-mail on the previous e-mail sent on august 23, 2021. · december 15, 2021: sent a follow-up e-mail seeking answers to a list of questions. · december 20, 2021: had a phone call and then e-mailed the questions to the respondent . The customer did not share any details regarding the product lot number, the verification method used to confirm the false negative result, handling practices, and quality control steps. No adverse patient effects were reported.

Manufacturer narrative:
The subject of this report is #3 of 3 patients that the user facility reported as having false negative results on (B)(6) 2021. Based on the information reviewed and evaluated, a potential cause of the false negative can be the result of a user error as the customer administering the test was not aware that a negative result should be treated as presumptive and does not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. To identify the true root cause of this complaint, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out the potential root causes identified below: 1. The customer might misinterpret test results. 2. The customer might not follow the instructions for use (IFU) in any of the following ways: a. Inadequate sample collection. B. Interpreting results before 10 minutes . C. Not performing test immediately after opening the test device in the pouch d. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Excessive buffer application to sample well of a test device. 3. The customer might not have used the test in accordance with its intended use: a. Testing outside of the first 5 days of symptom onset b. The patient might have taken high doses (>10 mg per day) of biotin before testing 4. The pcr test might yield false positive results 5. 12.82% of false negative results are expected based on performance characteristics claimed for this test (ppa: 87.18%) access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.